Event description:
A balloon developed a pin hole leak during a hemodialysis access management procedure. Another unit was used to successfully complete the procedure without pt complications. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calification. However, without evaluating the device co is unable to determine the cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."

Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated that the female luer lock on the catheter was unscrewed a half turn and there was a pin hole leak at the connection between the plunger and the female luer lock. Based on the engineering evaluation no balloon leak was noted. Co does not consider this to be a reportable MDR.